Manufacturer narrative:
Per the instructions for use, valve malposition and paravalvular leak (pvl) requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, per report, the malposition was attributed to patient factors (tortuosity of aorta and vertical annulus) which made adjustments to valve position challenging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the valve was deployed in a too aortic position which resulted in moderate pvl. A second valve was deployed. Initially, the tortuous aorta made maintaining wire position in the left ventricle (lv) difficult and it was lost 3 times while trying to advance the pre-dilatation balloon catheter. Eventually the extra stiff wire was stable in the lv and a single bav was performed with the 23mm edwards balloon. The delivery system was inserted without issue and the valve was aligned with the marker just at the aortic annular plane. Under rapid pacing at 180bpm, the valve was slowly inflated and the physician attempted to apply forward pressure on the delivery system as the valve appeared like it was going to become too aortic during the expansion. The final position was approximately 95% aortic, and moderate+ pvl was noted on root angio, and the valve appeared to be slightly under-expanded as well. A single post-dilatation was performed with +2cc in the 26mm delivery system, which slightly improved the pvl to moderate. The decision was made to implant a second 26mm sapien 3 valve in a more ventricular position. The delivery system was inserted without issue, the marker placed slightly below the inflow of the first valve, and the valve was deployed under rapid pacing at 180bpm. The final position of the second valve was approximately 75% aortic, with no pvl on root angio, no conduction disturbances and the patient remained stable throughout with optimal clinical outcome. The malposition was attributed to the tortuosity of aorta which made adjustments to position challenging, and the patient¿s vertical annulus which required a slightly more ventricular starting position to ensure none and right coronary side of annulus was anchored against sufficiently. The native annulus measured 516cm². The native annulus was moderately calcified, the leaflets and the root were mildly calcified. Additionally, coaxial alignment of the delivery system and valve was described as ¿good¿ and there was no loss of pacing captured during valve deployment.